Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, it took a while for the oxygen (o2) sensor to calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) replied that the service request was cancelled by the customer since the system was working. The fsr performed preventive maintenance (pm) on 9-dec-2016 and found no problems with the system. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.